Manufacturer narrative:
Lead model unknown lot# unknown implanted: unk explanted: na.

Event description:
It was reported that the patient's implantable neurostimulator battery prematurely depleted. A longevity calculation was performed to estimate the device's battery life. The longevity estimate was 16 months, based on the following settings: c+, 1-, 4.7 volts, pulse width = 210, 120hz; and c+, 5-, 4.7 volts, pulse width = 210, 120hz. The therapy impedance measurements were not known. The calculation was based on an impedance of 1000 ohms. It was noted that the patient's device was implanted in (B)(6) 2011. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received reported that no information about the patient or device was provided. The patient was implanted with a rechargeable device was doing well following replacement.